Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd pump tubing was leaking at the cassette. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
D3: correction. D9: 04-nov-2024. H3: the device history record of reported lot number: 4448944 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Six photos were provided for evaluation along with one used administration set. Visual inspection found no defects. Functional testing was performed and a leak in the union from tube was found. The reported leakage issue was confirmed.

Manufacturer narrative:
D9 correction: device available for evaluation updated to "no". H3, h6 device evaluation: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.